Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2018 for further investigation. The fse inspected the alcohol bottle and found foreign matter/debris in bottle. The bottles were cleaned and replaced by the fse. The fse then replaced substrate syringe and substrate 3-way valve due to potential contamination. The startup/daily maintenance procedures were performed and startup is operating as expected. The fse ran quality control (qc) and level 1 troponin was out of range low (oorl), level 2 and level 3 troponin were within assay insert ranges. Fse then performed decontamination procedure for aia 900, re-ran troponin controls and all levels of controls were within ranges. On the (B)(6) 2018, the customer calibrated troponin reagent cup lot h919360 using calibrator lot # h73978, customer ran controls and all results are within range. Instrument is operating as expected and has been returned to service. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and errors messages, under 12.1 detailed meanings of flags and handling indicate that there are two kinds of flags attached to assay results where applicable. One is "error flag," which is attached if an assay did not end normally due to some kind of trouble, and the other is "user flag (normal value, abnormal value)," which help you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results cannot be obtained. If no flag is attached to the assay result, it means that the assay ended normally. If an error was detected and an assay result was not obtained, refer to this section and the handling shown there. Dl: a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The most probable cause of the reported issue was due to faulty substrate solenoid valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving sporadic detector low flag on their aia-900 instrument. The customer indicated that they would replace the substrate solution and the error would not occur for a few days and the error returns. The customer indicated that three tsh patient results were reported out when the controls were out of range. There was no indication of any patient intervention or adverse health consequences due to discrepant tsh results. On the (B)(6), the customer performed recalibration of the instrument and ran tsh controls and results were within specification. The customer then ran the three patient samples and the results were corrected. The patient results were as follow: patient tsh initial results with controls out of range (¿iu/ml) tsh results with controls within range (¿iu/ml) #(B)(6). Field service engineer (fse) was dispatched to address the reported event due to discrepant tsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer: two substrate syringes were returned for investigation. Functional testing was performed on both of the substrate syringes and they did not confirm the failure and the error could not be duplicated. The most probable cause of the reported issue was unknown. Conclusion code: 67 no problem detected. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.